Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sensi-disc¿ ceftazidime - 30g catalog number 231632 which has 510k number k852873.

Event description:
It was reported that while using bd disc ceftazidime caz-30 japan missing label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "according to the customer's information, the package is torn and residue has been left from a label that was peeled off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-20. Investigation summary: a complaint investigation due to damage box on ceftazidime catalog 291085, batch no.: 1116797 was performed on retention samples. The investigation required to perform visual inspection, photo evaluation and batch record review. No discrepancies observed during the visual inspection of retention samples. Batch record review did not showed any evidence of customer claim. Photo received as well returned goods received from customer were evaluated. It was observed that product packaging was compromised since customer placed a tape on the affected area on box. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Compliant is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that while using bd disc ceftazidime caz-30 japan missing label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " according to the customer's information, the package is torn and residue has been left from a label that was peeled off."